Event description:
The user reported that the monitor would intermittently fail to turn on. There was no pt involved. Testing identified the cause of the problem as low capacity batteries that were leading down the power supply. The batteries were over 4 years old. This is not abnormal for batteries of that age. The event is not occurring more frequently or with greater severity than is usual for the device.